Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer, it was learned the following additional information. The user was cooling a pediatric patient to 34 celsius degrees, and he noticed the patient was instead at 32 celsius degrees. He had the 3t patient oxygenator circuit circulating and the 3tcold cardioplegia circuit circulating. Then he noticed both water tanks were off. The 3t was on with the display working and showing the buttons were no longer circulating. The electrical panel in the operating room was alarming at some point during the case, and he is not sure if the 3t had an accidental power interruption. A livanova field service representative was dispatched to the facility to investigate the device and could reproduce the alarm message when the cord is detached or if the power is turned off. If the 3t is restarted the water tanks do not turn on without manual pressing. If the cord is unplugged while they are circulating and re-plugged in, the circulation of water continues. In addition, it was learned that livanova technical service intervention request has been cancelled since customer did not accept quotation to pull essenz log to be analyzed in order to understand if there was a problem at the level of remote control. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that customer was concerned about water circulation of a heater-cooler system 3t device that shut off without his intervention. Accordingly, a 3t communication issue error message appeared on cockpit of essenz console. The issue occurred during procedure.there was no patient injury.